Event description:
I have had chronic sleep apnea since 2011. I started use ig a resumed CPAP until motor gave out, in 2016 I was given a dreamstation and I used that until it malfunctioned. I was always sick with respiratory issues including pneumonia several times that I needed hospitalization. I developed copd as well, I was giving a new dreamstation which lasted till 2020, in 2017 I was diagnosed of squamous small cell cancer, I have had numerous test, and radiation therapy. Cancer came back this past may, I had to have radiation therapy again. I received a different model nopal in 2020 and haven't had any respire issues since stop using the dreamstation. I'm still taking meds for copd and asthma and still being monitored for the lung cancer, I have suffered so much during this time now I'm sure my health issues are from using the recalled device. FDA safety report ID # (B)(4).